Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. The customer consumed food and suspended insulin delivery from the pump. The customer reported they had transposed the carbohydrates and insulin units values when entering values into the pump, and subsequently over-delivered insulin. The customer stated that they did not check the delivery request screen before delivering bolus. After resolving the low bg level, the customer forgot to resume insulin. As a result, the customer awoke with elevated bg levels (exact value not provided). The customer resumed insulin delivery and bg levels are reported to be good.